Event description:
It was reported in a journal article that during a period from january 2014 to june 2020, there were 212 patients who underwent subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. With the 212 patients that met study criteria, among whom 47 patients had a prior sternotomy. The article aims to compare the implant techniques and outcomes with s-ICD implantation in patients with and without prior sternotomy. The article discusses the median time interval between s-ICD implant and death was 22 months. There were two deaths that occurred less than 3 months after s-ICD implantation (one patient with new diagnosis of metastatic cancer and the other being the late s-ICD infection patient). There were 31 deaths during the course of follow-up. There was no difference in all-cause mortality rates between patients with prior sternotomy versus those without prior sternotomy. The article discussed the causes of death included, 4 infection/sepsis, 3 cancers, 3 heart failure, 1 duchenne muscular dystrophy complications, 1 unspecified collapse, and 19 unspecified/unavailable. In conclusion, s-ICD implantation in patients with prior sternotomy are safe with a similar risk for complications as patients without history of prior sternotomy. There was no difference in the s-ICD lead implantation laterality, sensing vector, or defibrillation success between patients with and without prior sternotomy. No additional adverse patient effects were reported. The model/serial numbers for the involved leads were not provided.